Event description:
A report was received stating the ventilator alarm spontaneously cancelled itself during patient use. Although ventilation of the patient did not stop, the patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported that the ventilator was taken to a repair facility and the reported condition couldn't be duplicated. The following day, the led didn't turn on when the button was pressed. To check the event log, a technician pressed the cursor key but the cursor didn't move down. When he tried to shut down the ventilator, the alarm automatically cancelled. No additional information has been reported.